Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections d10 and h3. It was orignally reported that the device was available, however the customer has confirmed that the device is not available.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that post implant, the doctor was using a 6fr angio-seal for closure. When the doctor pulled back on the suture, the collagen followed and pulled out together. Hemostasis was not achieved, and manual compression was applied. The procedure was completed successfully. There were no complications and the patient was reported to be in stable condition. Additional information was received on 23mar2020. No components were left in the patient. A 6fr procedural sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.